Event description:
Patient with adenocarcinoma of the stomach, underwent an exploratory laparotomy, antrectomy and vagotomy with billroth I reconstruction. After engaging the covidien endo stapler, the staple line had significant enough bleeding to require additional suture to close it. Vendor aware.